Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, the jejunal tube leaked on (B)(6) 2016. The tube was placed a year ago. The physician requested for a tube replacement (date is unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.